Event description:
It was reported that externalized conductors were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Please retract this MDR number 2938836-2014-11006. This MDR was submitted with an incorrect serial number. The correct serial number was submitted on (B)(4) 2014 under MDR number 2938836-2014-09572.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.